Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2366-50, serial/lot: (B)(4), description: linear 3-6 lead 50 cm. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent a revision of the leads due to lead migration. The patient experienced loss of therapy after a fall and it was observed that the leads had migrated. The physician repositioned the leads and the patient regained therapy.